Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was not found out of specification in relation to the reported system error 320 alarms system error 320 alarms were not verified through a review of the event history log however, multiple system error 322 alarms were found. Evaluation also experienced system error 322 alarms while attempting to run a loaded set. System error 322 was determined to be the reported condition. They were found to be caused by a failed lower link switch. The lower auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 320 (latch switch error) alarm. There was no patient involvement. No additional information is available.